Event description:
During a pta to the common iliac artery the balloon burst at 5 atmospheres. There was heavy calcification, moderate vessel tortuosity and 70% stenosis. The balloon appeared perfect during pre-use inspection., and no anomalies were noted during prep. There was no report of pt injury. The product is not available for evaluation and testing.